Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 265 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.